Event description:
It was reported that the patient had to charge the ipg more often for longer periods of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Exact date unknown, event occurred approximately september 2023.